Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The alarm was resolved by a complete set change. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.